Event description:
It was reported that post a da vinci pyeloplasty procedure, after the cautery hook tip accessory was uninstalled from the monopolar cautery instrument it was noted that the plastic threaded tip was cracked. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the adapter that holds the cautery hook or cautery spatula tip accessories was cracked along the entire length of the adaptor. It was concluded that the damage to the adapter was likely due to mishandling/misuse. Failure analysis investigation also found that the electrical contact where two prongs that hug the walls on opposite sides of the inside of the adaptor was missing one prong. It was concluded that the damage to the adapter was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.